Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening on anterior assessed as fold flaw opening. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ calcification: not observed. Additional observations: ¿ no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported ¿deflation¿ healthcare professional later reported "baker IV capsular contracture, painful, hardening, calcified, breast ruptured breast implant." This record is for the left side. Device was explanted and replaced.

Event description:
Healthcare professional reported, ¿deflation¿. Healthcare professional, later reported, "baker IV, capsular contracture. Painful, hardening, calcified, breast ruptured breast implant". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade IV.